Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.5/1.0/83 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length spherical lens due to excessive vault. This exchange resolved the problem. For additional information the reporter stated that "the patient's postoperative supply is too high. Considering the patient's operation schedule and ticl delivery time, icl crystals were implanted after communication with the patient". Cause of the event was reporter as unknown.